Event description:
Clinical study: 168 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) for in-stent restenosis. Lesion 1 was a 3.0mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.50 x 12mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 80% stenosed portion of the 2nd diagonal (2nd diag). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. Lesion 3 was a 2.75mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stenting and successful placement of a taxus express2 8.8% 2.75 x 24mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 168 days after the procedure, the pt had continued chest pain, was ruled out for myocardial infarction, and underwent coronary artery bypass grafting (CABG) for in-stent restenosis of the mid lad and dist lad. The pt was discharged on aspirin with the plavix being discontinued.

Event description:
It was further reported by the site that the in-stent restenosis of this complaint has been withdrawn by the site. There was no in-stent restenosis.